Event description:
When did it occur? : before use. Needle injury: no. Other treatment: no. Were the returned items used? : no. Returned quantity: 1 bag. Details of the event (timeline, history, etc.): in april this year, a veterinary hospital, a client of ours, contacted us regarding 1 bag with a different number of gauges mixed in the 12 bags of products when opened. Batch #: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: additional information received, situation analysis embc-25-0002-sa was opened to address this complaint.